Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported they were told that there were 4 programs (leads) with the stimulator. They changed the setting to a different program and put a new setting and they were told not to reset it for a few weeks. The patient had a urinary tract infection and finished her antibiotics. She had not had better results so far.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# va0mp86, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient had a loss of therapy. The patient does feel stimulation. There were no medical procedures/emi that could be related to this issue. The patient does feel stimulation in the correct area. Symptoms reported was no symptom relief. Caller reports that they see the screen on the pp (patient programmer) saying that the pp batteries need to be changed, and just started seeing the day of call. Caller put new batteries in and this resolved the issue and the pp was now working as designed. The ins (stimulator) hadn't helped her at all since the implant, well it helped for 5 days after the implant but after that it hadn't helped her. The patient has to catheterize at least 6 times a day. The trial went well but the permanent implant was not helping her. They had tried increasing stimulation but when they increase it runs down her leg. It was too strong so they can't increase it any more. The caller report after synchronizing that the patient had stimulation on. The patient was on program 2 at 1.1volts. Caller then moved patient to program 3 which was at 1.5 volts but patient wasn't feeling stimulation. Caller then increased amplitude to 2.4 volts and reports that the patient was now feeling comfortable stimulation. The neurostimulator was for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received from the healthcare provider reports the troubleshooting that was performed related to lack of therapeutic effect was checking all 4 programs. They changed to program 4 from program 3 and set at 3.0. The patient was feeling stimulation in cheek area verses leg on program 3. The actions/intervention taken to resolve the lack of therapeutic effect was changing programs and increased stimulation setting.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient in response to follow-up reported that she had been to her doctor several times and had not gotten any helpful results. The stimulator had not helped at all. She had to use a catheter 6 times a day. Settings had been changed several times. If it was too high, it would run down her leg and was painful. Additional information received from the patient reported that she had an appointment with her doctor and manufacturer representative (rep) on (B)(6) 2015.

Event description:
Additional information received from a friend or family member of the patient reported that therapy was just not working at all for the patient. She didn't feel stimulation. When they adjusted stimulation, she would feel it for a little bit, and then it would go away. The patient wasn't getting any use of the implant. The implant worked for the first five days and now it hadn't helped the patient and she had to catheterize all the time. She also hurt around where the implantable neurostimulator (ins) was located. She made an appointment to see her healthcare provider regarding the issues, but had to cancel the appointment because she was sick the day of the appointment. They planned to call the healthcare provider office and set up another appointment to discuss the issues.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the patient needed to see a manufacturer representative (rep) and if they did not they would revise it.